Manufacturer narrative:
One cool path duo 7f catheter was received for eval. Visual inspection revealed that the luer extension tube was damaged and the fluid lumen was separated from the proximal end of the catheter handle. Functional testing could not be performed due to the location and nature of the damage to the returned device. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. (B)(4). Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, (B)(4).

Event description:
It was reported while using a therapy cool path duo catheter during a left ventricular tachycardia ablation procedure, the irrigation extension tube detached from the handle. An occlusion alarm was noted on the irrigation pump. The left ventricle was accessed using a retrograde approach. The procedure was successfully completed with another of the same device. There were no consequences to the pt and the pt's current status is good.